Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2021 during normal use. It was noted the patient would only get minor relief when a single bolus was administered by her pain physician. There were no known environmental/external/patient factors that may have led or contributed to the issue. A dye study was attempted. It was noted fluid was drawn off the side access port, but it was reddish in color. It was reported they could not confirm it was cerebrospinal fluid (csf). A dye injection was attempted, but the physician could not inject anything into the catheter system despite great force. Surgical intervention was planned for (B)(6) 2021. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown.